Manufacturer narrative:
One (B)(4) sample was received without packaging for investigation; clear residual fluid was present in the sample. The customer reported that they experienced occlusion alarms from the pump and "upon inspection the line was found with a bubble at the lower blue connection." A visual inspection of the returned sample identified kinks in multiple places in the tubing, a broken drip chamber spike and the roller clamp was in the closed position. Furthermore, the customer's experience was confirmed where the upstream pumping segment was ballooned. However, upon release of the roller clamp, the ballooning collapsed and no flow issue was identified when fluid was flushed through the set. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Please note, ballooning of the silicone segment is not a manufacturing defect and is typically caused by an excessively high internal pressure. Previous investigations have identified that administering an IV push without clamping the line above the injection port can create an internal pressure high enough to cause this effect. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the (B)(4) set in the past 12 months.

Event description:
It was reported that bd alaris pump module smartsite infusion set was bulging the following information was received by the initial reporter with the following: complaint/comment: the IV line was attached to a patient's PICC with paracetamol running. After a few minutes it started to make the pump beep with "occlusion". PICC and lower line was easily flushed (patent) multiple times, however the pump continued to beep. Upon inspection the line was found with a bubble at the lower blue connection. I have the product ready for collection.